Event description:
New information received notes patient¿s palpitations ended after device was restored successfully and became asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a symptomatic patient with palpitations presented in clinic after it was noted via merlin.net that device was in backup vvi. A device restoration was performed successfully and patient will continue with regular follow-ups.